Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935-65, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead showed far field r-wave (ffrw). Changing the sensing vector to tip to coil did not help. After partial plus did not work to avoid ffrw, programming to absolute with post-ventricular atrial blanking period of 200 helped. The lead remains in use. No patient complications have been reported as a result of this event.